Manufacturer narrative:
(B)(4). Only event year known: 2021. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information provided: customer stated that the or staff stated that the generator was activating without megasoft plugged in. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the megapower will not recognize the megasoft pad. No patient involvement.

Manufacturer narrative:
(B)(4). Date sent 9/20/2021. Per service manual operational and diagnostic analysis did not confirm that the unit did not recognize the megasoft pad. No further investigation will be conducted on this complaint. Additionally, the motherboard, power switch and washer were replaced. This was unrelated to the reported issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The repair and testing of the unit was completed.